Event description:
Event description guidant received information that this atrial lead exhibited high impedance measurements. Evaluation of the lead with fluoroscopy revealed a possible fracture in the clavicle first rib region.